Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical surgery and the ipg was placed in surgery mode. The ipg was unable to communicate. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was established.